Event description:
It as reported that the nurse practitioner's handheld was not holding a charge and needed to be replaced. It was later reported that the handheld was working better and the site would like to keep it. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
The company representative reported that the site has numerous handhelds at various locations. The representatives inspected every handheld and troubleshooted, but no functionality issues were found or reported by the site. The handheld device is unknown, but no functionality issues are known.